Event description:
It was reported that the patient had an infection at the ipg site. The patient had an opening at the ipg site due to pressure and subsequent suspected mrsa (methicillin-resistant staphylococcus aureus) with noted symptoms of discomfort and fluid discharges. Cultures were taken but and the results are unavailable. The patient was treated with antibiotics and had a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were replaced. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-paddle leads, upn: m365sc43180, model: sc-4318, batch: 34122413, UDI: (B)(4).